Event description:
It was reported that when using the bd pyxis¿ es refrigerator system refrigerator drawer was not opening. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer was not opening. A field service engineer (fse) performed troubleshooting and visual inspection, identifying that the refrigerator was not connected to the system. The fse shut down the main station and refrigerator, reseated the cables, and rebooted the system. The fse verified normal operation once the system was online and confirmed that no further issues were observed. The system functioned as intended after the field service engineer repaired the device.